Manufacturer narrative:
(B)(4) - the liberty cycler was received and inspected. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: the patient¿s fluid overload was likely related to the not receiving adequate peritoneal dialysis therapy due to the patient bypassing drains.

Event description:
Peritoneal dialysis patient called in to report a drain complications and went to the hospital on (B)(6) 2017 due to feeling full following peritoneal dialysis treatment. Follow up with the patient's peritoneal dialysis nurse peritoneal dialysis nurse indicated that the patient was bypassing drains and this was the cause for the drain complication and was admitted to the hospital for fluid overload. The patient was treated at the hospital and discharged on (B)(6) 2017. Patient resumed peritoneal dialysis at home.